Manufacturer narrative:
Photo evaluation: device photograph(s) for the device related to the reported event of capsular contracture and malposition was reviewed on 30-jan-23. This visual analysis is performed for the attached video named ¿video¿ and it is identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Malposition of the device: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the video provided. Additional observations: yellow and black particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Device photograph(s) for the device related to the reported event of capsular contracture and malposition was reviewed on 30-jan-23. This visual analysis is performed for the attached video named ¿video_1¿ and it is identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Malposition of the device: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the video provided. Additional observations: yellow and black particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Device photograph(s) for the device related to the reported event of capsular contracture and malposition was reviewed on 30-jan-23. This visual analysis is performed for the attached video named ¿video_2¿ and it is identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Malposition of the device: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the video provided. Additional observations: yellow and black particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported right side capsular contracture baker grade IV. The device was explanted.

Event description:
Patient reported right side capsular contracture baker grade IV. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.